Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device / migration of essure device location of device: uterus") in a (B)(6) female patient who had essure (ess205) (batch no. 12280776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: birth control pill from 2001 to january 2003. Concomitant products included ibuprofen, nsaid's since september 2005 and paracetamol (acetaminophen) since september 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 20 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (tylenol 8 hour). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were six coils noted on each side after the procedure. She is currently planning for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received - new event did not underwent for essure confirmation test were added. Treatment and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.